Manufacturer narrative:
H10: the actual device was not available; however, photographs and video were provided for evaluation. During visual inspection of the provided photographic samples, a leak was observed at the return screwed connector. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the connection between the upper part of the filter and the return tube of a prismaflex m100 set during continuous renal replacement therapy. After the extracorporeal blood was returned, the nurse tightened the luer connector and a small leak remained ongoing. The set was then replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.